Manufacturer narrative:
A ge representative evaluated the system and reseated a connector in the 5 volt power supply. The system operates as intended.

Event description:
The customer reported, the system displayed a communication error. No patient injury was reported.